Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time).

Manufacturer narrative:
Event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Analysis comments indicated time of rrt in save to disk on (B)(4) 2013 device rrt<(> <<)>=2.6251 volt. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead 2004 (B)(6); 5076-45 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the device was at elective replacement indicator in 1 year. The device was explanted and replaced. No patient complications have been reported as a result of this event.